Event description:
It was reported that during a laparoscopic cholecystectomy procedure, half of the clip could not be formed. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). What type of procedure was being performed? -the clip was used as a mark, so the surgeon intended to not form the clip completely to remove it easily later. However, the device did not function as the surgeon thought. What type of structure was the device being fired across? -around the cholecyst. Which firing did the incident occur on? -no information. Were there any feeding issues experienced with the device? -no information. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? -no information.